Event description:
It was reported that the user experienced recurrent morning hypoglycemia at 51 mg/dl of unclear cause while using the ilet bionic pancreas and sought troubleshooting and education with customer care; the user treated lows with oral glucose sources and an ilet alert for low glucose was noted. Investigation included complaint handling and user education. Customer care forwarded call to clinic line for additional troubleshooting steps as no device malfunction was identified based on available information. Symptoms included blurred vision and difficulty seeing during hypoglycemic episodes. Outcomes included temporary functional impairment during the events without hospitalization. It was concluded that the event involved user-experienced hypoglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.